Event description:
The patient stated that she went into diabetic ketoacidosis over the weekend, and was hospitalized with a blood glucose of 600 mg/dl. The patient also experienced vomiting, thirst, back pain and rapid heart rate. The patient stated that she was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The unit passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the patient. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.